Event description:
On (B)(6) 2012, pt reported that he experiences severe hypoglycemia that required treatment on (B)(6) 2012. He felt fine and his blood glucose was normal when he went to bed on (B)(6) 2012. His wife tried to wake him up at 10:00 a.m. On (B)(6) 2012 but he was unresponsive. His wife contacted the paramedics, and his blood glucose was 50 mg/dl when the paramedics arrived. Pt's target blood glucose is 100 mg/dl, and he received a glucose IV as treatment. He was not transported to the hospital. No product issues were revealed during troubleshooting, and pt reported he is not sure what caused the hypoglycemic event. No product will be returned for eval.